Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended and the patient was unable to connect to the battery. The patient underwent an ipg replacement procedure and was doing well postoperatively.